Event description:
Unsolicited communication: patient reported she received the 'no disposable' error with both pumps an current cassette [lot number and expiration: unknown]. She changed to her next cassette and the error resolved. The reported product fault did occur while in use with a patient. The product issue did not cause or contribute to patient or clinical injury. The cassette's availability to be returned for investigation is unknown. The event is resolved. No damage to cassette was reported. Photographs were not provided. Set flow rate and volume delivered are unk. Position of the pump when alarm occurred is unknown. This is a continuous infusion. Pump return tracking information is not available. No additional information is available at this time. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Unk; did we [MFR] replace the cassette? Not as of this writing. Did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.